Event description:
It was reported that the balloon detached. The target lesion was located in iliac artery. Mild calcification was observed in a previously implanted stent. A non-bsc balloon was used for dilation, however, it broke during use due to the previously placed stent. A mustang balloon was then selected for dilation of an implanted stent. As the balloon passed through the implanted stent, it became caught on the stent and the balloon detached near the middle. The physician was able to remove the detached piece of the mustang by opening the artery. All parts of the mustang were then removed from the patient. However, it was noted that a piece of the non-bsc balloon remained in the iliac. The procedure was then completed using an eluvia stent and balloon. There were no patient complications.

Manufacturer narrative:
Device eval by MFR: the mustang balloon was returned, and analysis completed. A visual examination identified that a section of the balloon and shaft was detached and was not returned with the product, along with a markerband and tip region. A partial balloon circumferential tear was identified located approximately 15mm distal of the proximal balloon bond. The proximal section of balloon material was also torn longitudinally. A visual and tactile examination found the shaft of the device to have completely detached at 8mm distal from the balloon bond. A visual examination found that one of the markerbands was returned with the product, which was located loosely inside part of the balloon. The other markerband was not returned with the product.

Event description:
It was reported that the balloon detached. The target lesion was located in iliac artery. Mild calcification was observed in a previously implanted stent. A non-bsc balloon was used for dilation, however, it broke during use due to the previously placed stent. A mustang balloon was then selected for dilation of an implanted stent. As the balloon passed through the implanted stent, it became caught on the stent and the balloon detached near the middle. The physician was able to remove the detached piece of the mustang by opening the artery. All parts of the mustang were then removed from the patient. However, it was noted that a piece of the non-bsc balloon remained in the iliac. The procedure was then completed using an eluvia stent and balloon. There were no patient complications.